Event description:
Report received from france which states: "instability of chamber. Collapse of anterior chamber during sculpture and fragmentation due to loss of irrigation. Vacuum setting at 85 mmhg and irrigation at 85 cm. No error message appeared. An anterior vitrectomy was performed. The pt has recovered."

Manufacturer narrative:
The stellaris unit performed as required, no failures were detected. Aspiration was found to be accurate. Ultrasound values and curves are inside tolerance. Further info regarding the pt and incident have been requested yet not received.